Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product-vgd360 tib lg cruciate wing catalog# 185651 lot# 957800, bmt 360 tibial tray cocr 79mm catalog# 185205 lot# 437540, biomet 360 5mm offset adapter catalog# 185211 lot# 362200, vang ssk 360/da360 cocr fmrl rt 75mm catalog# 185268 lot# 2556478, bmt splined knee stm 120x18mm catalog# 141658 lot# 642180, bmt splined knee stm 16x80 catalog# 141616 lot# 789920. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to pain approximately fourteen months post implantation. The bearing was removed and replaced.